Manufacturer narrative:
B5: no additional information received from customer. D9: additional information, g1: correction, h2: additional information, device evaluation, correction, h3: additional information, h4: additional information, h6: additional information. This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: incomplete seal cycle error. A root cause could not be identified for the jaw wobble. Based on the results of the investigation, it is likely the following led to the malfunction: this event was caused by a component failure of jaw. A root cause could not be identified for the incomplete seal cycle error. Based on the results of the investigation, it is likely the following led to the malfunction: this event was caused by a high resistance that was preventing seal cycle. The resistance is thought to have increased due to a component failure of the electrode fractured a review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the powerseal instrument jaw wobbled. This issue occurred during a therapeutic hysterectomy procedure. There was no delay, and the procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.